Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: death. (B)(4).

Event description:
On (B)(6) 2010, the patient simultaneously underwent tevar and an open heart surgery, whereby a gore® tag® thoracic endoprosthesis (tgt4020/8526829) was implanted to repair an aortic dissection. A bypass surgery was performed via median sternotomy from the ascending aorta to the left subclavian artery. Also, off-pump coronary artery bypass grafting (CABG) was performed from the ascending aorta to the left anterior descending artery (lad). No issues were observed, and the patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, follow-up imaging showed no issues. The diameter of the aneurysm was 45mm. On (B)(6) 2011, follow-up imaging showed no issues. The diameter of the aneurysm was 49mm. On an unknown date in (B)(6) 2011, the patient suddenly expired due to acute ascending aortic dissection.